Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Problem for the staff who were unable to remove the pin (goupille). Customer did not answer the emails from ssc and sbu. But they told the sbu that this device was used in (B)(6) 2025.